Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a missing teflon pad on the distal tip. The missing pad was not returned with the instrument. There was no thermal damage found. The curved blade was inspected, and no physical damage was observed. The complaint regarding physical damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted total pancreatectomy surgical procedure, the harmonic ace teflon pad fell off. The procedure was completed using a backup harmonic ace with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument was inspected prior to use and no damage was observed. There was no instrument collision and no fragment fell inside the patient. There was no patient injury.